Event description:
The perforation of the left ventricle was repaired and a non-medtronic surgical valve was implanted. The physician reported there was inadequate curve on the amplatz super stiff wire caused the perforation. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)